Event description:
It was reported, the video system center had noisy image when using narrow band imaging. The issue occurred during preparation for the diagnostic gastroscope procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined since the noisy image was unable to be reproduced or confirmed during device evaluation. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor field performance for this device.